Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the mobile programmer screen became unresponsive to touch and required multiple attempts to select the desired keys. It was also reported that when attempting to run the threshold test, the test cut out prematurely. The mobile programmer remains in use. No patient complications have been reported as a result of this event.